Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for clavicle shaft fracture with the depth gauge in question and va anterior clavicle. During surgery, when the depth gauge was used, the tip of the depth gauge broke off during measurement. After removing the device without placing it inside the body, it was discovered that depth gauge was partially damaged. Then the depth gauge broke off when it was touched. Another depth gauge was used as a replacement. The surgery was completed successfully without any surgical delay. The surgeon commented that when taking measurements after 2.0mm drilling, the tip of depth gauge was repeatedly forced in and out excessively, which might have caused it to bend and eventually break. No further information is available.